Event description:
The patient reportedly had sound perception problems, followed by no lock between external equipment and the cochlear implant. The patient was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed by the company confirmed that the device was no longer functioning. Surgery to explant the patient's device was scheduled.